Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was in emergency room due to hyperglycemia on (B)(6) 2019 at 11.00am to 12.00pm. The customer blood glucose level was 420 mg/dl- 440 mg/dl at the time of hospitalized and the incident blood glucose level was 490 mg/dl also current blood glucose level was 212 mg/dl. Customer stated the positive results in ketones test, nausea, vomiting and chest pain and all symptoms are from day of occurrence. The customer was assisted with troubleshooting. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer stated that the auto mode feature was not active and automatically adjusting insulin delivery at time of high blood glucose event. The customer was treated with intravenous insulin, manual injection, shots and also with insulin drip. The device will not be returned for analysis.